Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) due electromagnetic interference(emi) from an electrocautery for a procedure. The ICD remains in use. No patient complications have been reported as a result of this event.